Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies. Correction section b6: entry updated for diagnostic imaging performed during hospital visit.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the right ventricular (rv) lead. The patient was presented at the hospital for device interrogation and chest x-ray imaging showed intermittent loss of capture with the patient body position changes due to the rv lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.